Manufacturer narrative:
Not returned. The information provided suggests these leads remain implanted and will be buried with the patient. No additional information is available at this time. Should more information become available, this event will be reopened.

Event description:
Boston scientific crm received information that these implantable transvenous right ventricular, left ventricular and right atrial leads were successfully placed and then the patient's condition deteriorated. The physician as well as the anesthesiologist and surgery personnel succeeded in reestablishing a heart beat, however, the patient ultimately passed away later that day. It is surmised that the patient passed away due to the inability to tolerate the surgical procedure.